Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that during an angioplasty procedure, within a heavy calcified lad, after inflation of the voyager rx balloon, a dissection was noted. When the physician was removing the balloon, the guide wire was removed inadvertently losing vessel access. The procedure was unable to be completed at that time. Later, the same day, the stenting procedure was resumed, along with treatment of the dissection within the lad. The physician attempted to advance with the 3.0 x 18 xience v stent, but the sds separated into two pieces. It was removed from the vasculature without difficulty. The 3.0 x 15 xience v stent was then attempted, but this device separated into two pieces as well. It was removed from the vasculature without difficulty. A third xience v stent was attempted, but kinked, which prevented further advancement within the vessel. The physician was finally able to advance a 3.0 x 18 xience v stent, completing the stenting procedure as well as covering the dissection. There were no reported pt effects. There is no add'l info available.

Manufacturer narrative:
(B)(4). The first xience v stent (part number 1009541-18 lot number 9081941), has been filed under MFR# 2024168-2009-02210. Evaluation summary: quality assurance analysis of the device revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the entire length of the catheter. There was contrast in the inflation. The stent implant was stationary on the balloon in between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube was separated 19.5 cm distal to the strain relief tubing. The fracture faces were ovaled, as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was stretched and jagged. There were two kinks in the hypotube 3 cm and 18.5 cm distal to the strain relief tubing. There were five kinks in the hypotube 1 cm, 3 cm, 5 cm, 15 cm and 25.5 cm distal to the hypotube separation. There was no other damage noted to the sds. There were no kinks or damage noted to the tip or inner member. The tip seal length was measured and met mfg criteria. The tip seal length was 1 mm. A snap gauge was used to measure the stent implant outer diameter and these met mfg criteria. Product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip seal length and stent outer diameters were measured and met mfg criteria. Based on the reported info, the failure to advance appears to be related to the heavily calcified lesion. Quality assurance technician analysis of the returned product noted blood visible in the guide wire lumen and on the entire length of the catheter. There was contrast in the inflation lumen. This is consistent with preparation, and the sds advanced into the pt anatomy. The stent was stationary on the tightly folded balloon with no damage noted. The hypotube and jacket material were separated 19.5cm distal to the strain relief tubing. The fracture faces were oval, as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a mfg deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. There were several kinks in the hypotube near the separation. In this case, the pt's anatomy was heavily calcified, which would have contributed to the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint, and all lot release testing met mfg criteria. In this case, the reported failure to advance and shaft separation appear to be related to the operational context of the procedure. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. All stent delivery systems are 100% visually inspected for kinks during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.